Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: germany needles blunt are not sharp.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 28 unopened racepacks. Analysis and results: there are no previous complaints of the same reference-batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. The closed samples received were tested for needle puncture strength test. Needle puncture strength test is used to determine the puncture strength of the needles. Each needle is tested with 10 punctures. The average penetration result is 0.503 n. This result is 19.5% higher than the current average of penetration for these needles (0.480 n). The complained needles have worse penetration performance. Final conclusion: complaint is justified. Taking into account that the results of samples received do not fulfill the OEM requirements. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: according to the internal procedures, this complaint is recorded for trending analysis to assess if corrective or preventive actions are needed in the future.